Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent skin revision under a general anaesthetic during an abutment removal on (B)(6) 2017. Revision surgery to place an internal magnet is planned; however yet to occur as of the date of this report (B)(6) 2017.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to place a magnet on the internal fixture.